Event description:
Literature: purohit ak, garikapati v. Effect of intrathecal baclofen on diffuse spasticity and generalized dystonia in non-progressive disorders (a prospective study). Neurosurgery. (B)(6) institute of medical sciences. (B)(6). Summary: this abstract discusses the functional improvement following relief in diffuse dystonia and generalized spasticity with continuous infusion of intrathecal baclofen in non-progressive disorders. Study was conducted in the institute, (B)(6) hospital, from (B)(6) 2004 to (B)(6) 200s. The study included 16 people with generalized dystonia (n=8, all due to cerebral palsy) and spasticity (n=8 of various causes like cerebral palsy (2), post-traumatic (5), post-spinal cord tumor excision (1). Events: in total six pumps were removed due to various causes like pump site infection with intradural extramedullary abscess (n=1), paradoxical response (n=1), pump site seroma (n=2) in below 5 year age children, pump site flap necrosis (n=1) and socio-geographic cause (n=1). One pump was successfully re-implanted after wound healing in a child who had flap necrosis.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article to match the events reported or to compare with previously reported events. At this time no add'l info was available, add'l info has been requested.